Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of on (B)(6) 2010 was chosen as a best estimate based on the date of the mesh was implanted. Initial reporter name and address: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a dilatation and curettage, frozen section, laparoscopic hysterectomy, bilateral salpingo-oophorectomy, excision of endometriosis, colpopexy (by uterosacral plication), cystoscopy, proctoscopy, and transobturator tape placement procedures performed on (B)(6) 2010 for the treatment of abnormal uterine bleeding, chronic pelvic pain, stress urinary incontinence, rule out rectovaginal septum mass, uterovaginal prolapse and endometriosis. An exam under anesthesia showed laxity of the vaginal walls, a thin rectovaginal septum, and an attenuated perineal body with a second-to-third-degree rectocele, a second-degree cystocele, and a second-degree descent of the vaginal vault. Furthermore, the patient tolerated the procedure well, and she was transported to the recovery room in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.